Manufacturer narrative:
Field service engineer (fse) confirmed an isolated leak to disconnected tubing at left shear valve-85/126. The fse removed the left shear valve and cleaned all parts. After he cleaned the shear valve he inspected the tubing and reconnected to the left shear valve (85/126) resolving the leak. (B)(4).

Event description:
The customer reported that approximately 1 ml of a mixture of diluent and cleaner was leaking from the coulter lh 750 hematology analyzer while running startup. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.